Event description:
It was reported that the patient had fallen 4 times since implantation of their implantable neurostimulator (ins) whereas before they only had a fall a month. It was also reported that the patient's sweating had gotten worse since implant to the point that their bed was completely wet (prior to implant it was only slightly wet). In addition, the patient had difficulty getting up to use the bathroom and had an increase in urinary frequency since implant. It was noted that the patient had muscle tightness and could not move without his medications. The patient had been reprogrammed 5 times since implant with the first session noted to have occurred about 3 weeks after implant. It was reported that the patient's parkinson's was better and his speech was much better after the first reprogramming of the device. Additional information was requested but was not available at the time of this report.